Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. System error 322 was confirmed through review of the event history log and the alarm could not be reproduced. Evaluation found the upper and lower hook switch out of specification. The device was calibrated to correct this issue. Baxter has initiated an approved remedial action; however this device has a version of software that does not have an approved software update. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.